Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8 590-1, lot# n234555, implanted: (B)(6) 2009, product type: accessory. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain/chronic low back pain. On 08/11/2015 it was reported that on (B)(6) 2014, the pump stalled and quit working. The patient went through withdrawals. The pump was left in the patient's body because the physician told her to leave it. The troubleshooting/diagnostics, actions/interventions and cause of the stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.